Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 27 mmol/l. It was found the customer did not receive any alarms on their insulin pump. Troubleshooting found a bolus was delivered to the customer and there were no leaks present. Customer's father reported observing air bubbles in the reservoir. The father was able to confirm that they did not let their insulin reach room temperature. Customer was advised to monitor their blood glucose. No additional information provided.